Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary site was down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that none of the patients were crossing over. A technical support specialist confirmed that the bedboard system caused the issues reported by the customer. The bedboard system was generating a bad message from customer's end. The tss then received confirmation from the customer that the issue had been resolved on their end. The system functioned as intended after the technical support specialist investigated the issue.